Event description:
(B)(4). It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
A maquet field service engineer (fse) was dispatched to investigate the cause of the failing internal leakage sub-test during the pre-use checks. During the on-site visit the fse was unable to recreate it. Repeated functions, safety, and pre-use checks were performed, with no abnormalities/anomalies detected. Analysis of the received device logs confirmed the occurrence of the failed internal leakage sub-test intermittently on the date of event. Additional information received states that the customer had experienced leakage in the patient circuit. Based on this information ,it is our conclusion that the device detected a leakage during the pre-use checks testing and alarmed accordingly. There is no evidence to support a malfunction of the ventilator.

Event description:
(B)(4).